Event description:
It was initially reported to boston scientific corp on (B)(6), 2009, that a flexima biliary stent system was used during an extrahepatic biliary drainage procedure in the common bile duct of a pt. During the procedure, the physician was unable to retract the guide catheter and release the stent. The physician believes this may be related to the suture getting tangled with the device. The procedure was completed with another flexima biliary stent system with no reported pt complications. The pt was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent bent.

Manufacturer narrative:
Eval results: the push catheter was observed bent at a few centimeters close to the radio opaque marker on the distal end of the push catheter. The suture hole on the push catheter was observed torn. The stent was observed bent along its working length. Multiple bends were found on the guide catheter. The suture was not returned. It was noted that the condition of the returned unit was consistent with the complaint incident. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Due to anatomical/procedural factors encountered during the procedure performance was limited. A review of the mfg documentation found no anomalies or deviations during the manufacture of this batch. A lot history search was performed, which revealed no other similar complaint related to this lot. (B)(4).